Event description:
The customer stated an architect analyzer generated error code 1007, unable to process test, when reaction vessels of lot 70601p100 were in use. The issue was resolved with the implementation of lot 68240p100. There was no adverse impact to patient management reported.

Event description:
Info received from our (B)(4) affiliate. A pt experienced pain while wearing 1-day acuvue trueye lenses, narafilcon-a on the first two days of lens wear. Narafilcon-a lenses are not marketed in the us. On day 2, (B)(6)2010, the pt reportedly could not remove the contact lens (cl) from the od and was seen at an eye clinic. The pt reported being told that the epithelium was "almost peeled off." On (B)(6)2010, the treating eye clinic was contacted. The pt purchased 1-day acuvue trueye lenses on (B)(6)2010. The pt was seen at the clinic on (B)(6)2010, complaining of pain while wearing the lenses on (B)(6)2010. The eye care professional (ecp) noted slight edema on the central cornea od and inflammation of descemet's membrane. The pt was prescribed tarivid eye ointment od and hyalein eye drops ou and instructed to discontinue cl wear. The pt was prescribed hyalein eye drops ou as the treating ecp presumed that the 1-day acuvue trueye lenses did not fit the pt's eyes. On (B)(6)2010, the pt's pain was resolved but the pt reportedly had cloudy vision and difficulty seeing. The ecp noted increased folds in descemet's membrane and increased corneal edema and corneal inflammation. The pt had a history of prolonged corneal inflammation os which was difficult to resolve and the pt was referred to the (B)(6) hospital on 06/21/10. Info received from the hospital indicates the pt did not have an eye infection. The pt was treated with tarivid eye ointment and cravit and flumetholon eye drops. On (B)(6)2010, the epithelial defect was improved and almost resolved and the corneal erosion was resolved in about 2 weeks. The treating ecp at (B)(6) hospital believes, the pt had recurrent corneal erosion as this was the second time the pt had this type of injury. The ecp who initially treated the pt had thought this event was associated with the contact lenses. The lenses are not available and lot numbers are unk. No additional info is expected. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). Evaluation: no method, results or conclusions can be made at this time. Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility, therefore, this medwatch submission has been corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that during a lobectomy procedure, it was hard to remove the cartridge from the jaw after the first firing. When the cartridge was removed forcibly, the cartridge pan remained in the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the stent appeared to not be crimped securely on the balloon during prep. The device was not used in the pt. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.